Event description:
Customer experienced an elevated blood glucose level of 534 mg/dl. Cause was not known. Customer took corrective action by administering a correction bolus via the pump and was instructed by technical support to inspect various components of the insulin delivery system. No issues were found with the infusion set or tubing, and insulin was observed at the end of the tubing, confirming proper function. Technical support recommended that the customer consult a healthcare professional to further discuss potential factors affecting blood glucose levels and replace supplies as necessary.